Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). Visual examination of the returned product identified the device was returned because the impactor tip fractured. There is some damage and wear on the instrument. Item and lot numbers are confirmed to match the complaint. Product was sent to sem for further analysis: the returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. The fracture likely initiated at the thread interface with fracture surface artifacts of hackle marks and river lines indicating bending overload as the final failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during reverse shoulder procedure the glenosphere impactor tip fractured. There was no impact to the patient and no delay. Another impactor was available to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.